Event description:
It was reported that a user experienced a leaking cartridge (lot 33997) while using the ilet, after which blood glucose rose to 250 mg/dl and later declined to 139 mg/dl. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without hospitalization. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed a reported leak associated with the cartridge component. It was concluded that the event involved hyperglycemia associated with a suspected cartridge leak, with resolution following user management by replacement of cartridge. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.